Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient was self-cathing daily and had not had the device adjusted in 2 years. The patient was getting zapped when they walked through security. The patient had been having pain at the implant site. The patient was in a car accident 3 months ago and got a scan and got zapped;the patient thought it was an MRI or CT scan. It was noted where the device was stimulating now was nowhere near where it needed to be and it hurt. It was reviewed with the patient to turn off stimulation until the patient could have the device checked. It was reported the patient had endometriosis, ic, and pelvic floor dysfunction. The patient would be seeing their doctor tomorrow. No further complications were reported/anticipated. See related regulatory report 3004209178-2017-05600.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.